Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a knife could not cut in order to make the incision during cataract surgery. Patient impact information is unknown.

Manufacturer narrative:
Additional information is provided. No knife sample has been returned for evaluation for the reported issue of not cutting therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The photos attached to the parent complaint were reviewed by the investigation site. Photo number one is of the lid-stock which confirmed the product part number of the reported knife. Photo number two of the lid-stock confirmed the reported lot number. Photo number three was a label covering the lid-stock which confirmed both the reported product and lot number information. A sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).